Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). The device was manufactured from january 26, 2022 - january 27, 2022. The actual device was received for evaluation containing no fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 46 hours; however, the device was empty and entire contents had infused after just 14 hours. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with fluorouracil 3950mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.